Manufacturer narrative:
(B)(4). Device: triangular defect and nicked on the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a triangular defect was noted by the surgeon after the intraocular lens (iol) insertion. The lens was cut into two pieces and removed from the patient's right eye and another lens was inserted. In follow-up, it was reported that it was not debris; it was something in the lens itself. There was no incision enlargement or a vitrectomy performed. Reportedly, there was no patient injury. Additional information received on september 14, 2015 indicating that there is patient contact; nicked on the lens; and the lens was cut out. No further information was provided.

Manufacturer narrative:
Concomitant medical product: dk7796 hand piece, lot # 020 device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification observed viscoelastic residues and shows the lens was cut in two pieces. The lens condition is consistent with a lens that was removed from the patient's eye. Based on the evidence observed, no triangular defect was detected in the sample received. The complaint issue reported was not verified. The cartridge was also observed under a microscope and viscoelastic residues were observed. A manufacturing record review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released in compliance with the product intended use as required. No potential product deficiencies were identified. No other complaints were received for this production order. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.